Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, prime, excessive no delivery and occlusion tests. The motor was tested outside of the device and passed. No motor error alarm noted. Device passed all operating currents tested within specification and passed the off no power test. Device was monitored and tested with no off no power alert and no audio/beep anomaly noted. Device had cracked reservoir tube lip and cracked case near display window corners. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and off no power during basal. Customer stated that the alarms were 15 minutes apart. Blood glucose value was 39 mg/dl; customer stated she was getting home and would treat for the low. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was able to complete the rewind sequence. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer stated she did not receive a low battery alert prior to the off no power alarm. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.